Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer stated that he was hospitalized due to diabetic ketoacidosis. Troubleshooting was performed, and it was found that the insulin pump had alarmed button error. The customer stated that he was unable to clear the alarm. Nothing further was reported.